Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that a patient sample with a known anti-e yielded a false negative result when tested using biotestcell 3 on tango optimo. The customer did return the patient sample that had caused a false negative test result for investigational testing, but not the supposedly defective product. Therefore our quality control laboratory tested the patient sample with their retained sample of biotestcell 3 and yielded a very weak positive reaction. The patient sample was also tested in the gel method and yielded a positive result. Additionally, the patient sample was tested in the tube technique at different incubation temperatures and with different media. The test results of tube testing show that the antibody has its reaction optimum in the enzyme technique and at room temperature respectively at 37°c but not in the indirect antigobulin test. The indirect antiglobulin test is the method used with tango optimo. The instruction for use include a reference to that effect: "no test method is capable of detecting all red cell antibodies". The retained biotestcell 3 sample was also tested with different controls and four different anti-e from an interlaboratory comparison. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by our field service engineer with no indication for a malfunction of the instrument. It is working within its specifications.